Event description:
The contact stated that, the customer tested her blood glucose using her contour meter and a one touch meter. The contour read 498 mg/dl, while the one touch read 123 mg/dl. The difference between the readings falls in the "c" zone of the parkes error grid, making the difference clinically significant. No adverse events were alleged. The customer disposed of the meter and reagents, so no product is available for evaluation.

Manufacturer narrative:
The customer had disposed of the meter and reagents prior to calling customer service. Since the meter serial number was not known, it was not possible to determine the manufacture date.